Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's analog pcb assembly caused the device not to charge and shock defibrillation energy. The analog pcb assembly was then evaluated. Physio-control determined that the cause of the reported failure was due to a capacitor, designator c157 on the analog pcb assembly that had become resistive. This capacitor, designator c157 being resistive caused the input voltage to integrated circuit chip, designator u46, leg 6 to have less than the normal 2.35 volts. The device would therefore no longer analyze and charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in the readiness display. During evaluation of the device by physio-control it was observed that several event codes had been logged into the device¿s memory and that the device was not able to charge and shock defibrillation energy. There was no patient use associated with the reported event.